Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during initial drain. The caregiver (cg) confirmed that the patient line did not prime to the top. The technical service representative (tsr) explained the importance of the patient line being primed to the top before the home patient (hp) connects. The tsr had the cg close all of the clamps to the bags, patient line and transfer set and then to cycle the power. The tsr advised the cg to start over with all new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.